Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 25mm 3300tfx aortic valve, implanted for nine (9) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm 3300tfx valve. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned via the implant patient registry that a 25mm 3300tfx aortic valve, implanted for nine (9) years and three (3) months, was explanted due to endocarditis (strep mitis bacteremia), vegetation, and aortic root abscess. Per the customer, this was most likely caused by a dental filling performed one month prior (june 2022). The patient presented with heart failure, shortness of breath, fevers, and chf exacerbation. The explanted device was replaced with a 25mm 3300tfx valve and the patient was in stable condition post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.